Manufacturer narrative:
Outcomes to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the pedicle screws was detected by the surgeon with a post-placement intra-operative verification c-arm fluoroscopy (x-ray) before finalizing the surgery, and the screws were replaced (re-positioned) successfully with the change to an open surgery approach with fluoroscopic guidance at the very same surgery. The final outcome of this surgery was successful with the open surgery approach, with all screw placements correct at the end of the surgery. There was no harm or negative effect to the patient due to the deviating screw placements, neither due to prolong of surgery/anesthesia (of ca. 90min) for screw correction and change to open surgery approach. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the screw placements (exact amount of deviation was not determined by the surgeon) from the intended and planned position can be attributed to two main factors: a movement of the navigation reference array during the surgery due to a not sufficient rigid fixation and/or due to applying inadvertent force to the reference array during the surgery (i.e. Bumping to the array). Apparently the resulting deviation of the navigation display during the surgery was not recognized by the user before the placement of the pedicle screws with the necessary navigation accuracy verification throughout the procedure. A relative movement of the vertebrae operated on in relation where the reference array was attached (t10), leading to a shift between the navigation display of the image dataset and the actual patient anatomy. The patient had a fractured vertebrae at t6, which can cause the region of the spine around the fracture to become unstable. This relative movement occurs due to a non-rigid connection of the bones when applying forces during the surgery. These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions on the pre-surgery (registration) image. Further, to a lesser extend potentially contributing factors, that can have added to the deviation: the marker spheres were not completely screwed down all the way onto the reference array. The reference array was also draped during the intra-operative (pre-surgery) CT scan with automatic image registration with the drape having wrinkles that were however smoothed. Apparently this potential additional deviation was not determined by the user during the necessary verification of the registration accuracy. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Remedial action initiated: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (mis) on the spine for posterior fusion of vertebrae t4-t9 with t6 fractured, with intended placement of 12 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6 for 9 pedicle screws. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on the vertebra t10. Acquired an intra-operative (pre-surgery) CT scan with automatic image registration to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration in the navigation and accepted the registration to proceed. Used the navigated pointer to determine incision. Calibrated non-brainlab screwdrivers with screw to the navigation, used in addition the drill guide 3.2mm, and placed 9 pedicle screws percutaneously into t9-t6 (both sides) until t5 (one side) with the navigated screwdrivers. Acquired a post-placement intra-operative verification c-arm fluoroscopy (x-ray), and determined from the scan that the 9 pedicle screws placed deviated unacceptably from the planned and intended positions (the surgeon did not determine the exact amount of deviation). Changed the surgery to an open approach instead of percutaneous, re-placed (re-positioned) the deviating pedicle screws to the correct position under fluoroscopic guidance without navigation, and continued the surgery for the remaining pedicle screws with fluoroscopic guidance. Completed the surgery successfully with all screw placements correct at the end of the surgery. According to the surgeon: the deviation of the pedicle screws was detected by the surgeon with a post-placement intra-operative verification c-arm fluoroscopy (x-ray) before finalizing the surgery, and the screws were replaced (re-positioned) successfully with the change to an open surgery approach with fluoroscopic guidance at the very same surgery. The final outcome of this surgery was successful with the open surgery approach, with all screw placements correct at the end of the surgery. There was no harm or negative effect to the patient due to the deviating screw placements, neither due to prolong of surgery/anesthesia (of ca. 90min) for screw correction and change to open surgery approach. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.